Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station patients show up in the other pyxis machines but not in edbhu. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was not crossing. The technical support specialist (tss) dialed into the device after the customer reported the issue occurring only on that device. Debug logs showed repeated sync errors, including warnings and an error indicating failure to update dispensing device properties due to a database operation issue. Contacted customer to request downtime for a full sync and followed up for permission to bring down the device. Customer later advised the issue appeared resolved, so a callback and follow-up email were sent. With no further updates from the customer, the tss rechecked logs, found no errors, and proceeded to close the case after sending an email. The system functioned as intended after the technical support specialist troubleshooted the issue.